Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a forced log out. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-186003 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202.